Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, low audio on g6 mobile app occurred. Data was returned and evaluated. The reported event of low audio on g6 mobile app was confirmed via data. A probable cause could not be determined. No additional event or patient information is available.